Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that pre-operatively, the site was unable to load scans from a disk. The site used a different navigation system to complete the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative went into the site, used the same disk, and it loaded as intended.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.